Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, barrel damage was observed. Based on the photo, the team was unable to determine a functional failure on the plunger movement. A device history record could not be evaluated as the lot number is unknown. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged and the plunger would not move. The following information was provided by the initial reporter: according to the customer's report, (1) the barrel was damaged like melted, and (2) the plunger was not moved.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged and the plunger would not move. The following information was provided by the initial reporter: according to the customer's report, (1) the barrel was damaged like melted, and (2) the plunger was not moved.